Event description:
It is reported that the pad was loose and attaching screw could not be located.

Manufacturer narrative:
Eval summary: one screw from under the impactor pad of the femoral spanner wrench was discovered missing after surgery. A probable cause could be from the screw loosening during normal operation and autoclaving. The impact to the instrument during use could have then caused the screw to shear. The screw could not be found so it is not possible to analyze the failure mode of the device further. Eval: device history records indicate all components were manufactured and inspected to specification. The device has a potential field age of approximately 6 years.